Event description:
During routine insertion by using seldinger technique, the guidewire became stuck or entrapped inside the needle. The needle and wire were removed in one motion and replaced with a new needle and wire. Pt suffered no ill effects.